Event description:
The customer contact reported an adverse event while the device was in use. The endotool was being used to manage the patient's blood glucose level. At 1249, the patient's blood glucose reading was 313mg/dl. Based on the endotool recommendation, the patient was administered 18 units of insulin and a continuous delivery of insulin was started at a rate of 16.9 units/hr. At 1354, the patient's blood glucose reading was 186mg/dl and based on the endotool recommendation, the insulin delivery rate was decreased to 6.9 units/hr. At 1449, the patient's blood glucose reading was 87mg/dl and based on the endotool recommendation the insulin delivery was stopped. Approximately one hour later, the patient's blood glucose reading was 29mg/dl. Based on the endotool recommendation, the patient treated with 50ml of 50% dextrose in water. At 1611, the patent's blood glucose reading was 144mg/dl and based on the endotool recommendation, the insulin delivery was restarted to a rate of 2.4 units/hr. The patient continued to be monitored using the endotool until 1740 the following day. There were no reported adverse patient sequelae. Though requested, no additional information was provided.

Manufacturer narrative:
The device was not returned for evaluation. An investigation is in progress but is not complete. This report represents all the information known by the reporter upon query by hospira personnel.